Event description:
N/a

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, customer states that after completing the stab and grab procedure and while removing the vein from the leg, they noticed bleeding that appeared to be "arterial" blood. They removed the vein and went back into the leg with the scope to try and stop the bleeding, but was unsuccessful. The dr decided to open the leg and ultimately found the bleeding coming from the femoral artery. Customer states they believed "this happened during the stab and grab" and that the injury was from a "tonsil" clamp used for the stab and grab. No known injury to pt at this time. Blood loss =7,500ml. Pt received a total of x10 units of packed rbc, x1 platelet. 2 incisions were made in the left leg to repair superficial femoral artery with sutures. Pt has been discharged from the hospital.